Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss check thickness of the flaps, measured cones and made adjustments to z depth. The fss performed a z depth calibration. The fss performed a z-cal and found that the reading was -10 and the spec was -27. Performed cutting gels and found that at a depth of 120 reading were 104 / 107 / 104 on three different gels. In addition, the fss performed z-cal and updated the setting and reading after update was -28. Also, the fss performed three more gels cutting and got results of 126 / 124 / 127. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment. A brief description from the surgery center indicated the vgb occurred on both eyes (ou) of one laser treatment patient. The surgeon had only attempted to lift the right eye (od) and the left eye (os) was not lifted. The surgeon aborted the procedure. The surgeon will convert the procedure to a photorefractive keratectomy (prk) procedure. Follow up revealed there was epithelial basement membrane dystrophy (ebmd) changes to the paracentral right eye (od) and were pre-existing. Pre-op bcva 20/20+ ou. Bcva 1 day p/o with glasses, od: 20/20- os: 20/20-2 (glasses rx od: +1.25-1.75x080, os: +1.25-2.00x092).